Event description:
It was reported that following implantation of a new system, the patient experienced trouble swallowing. An echocardiogram revealed a pericardial effusion. The patient was transferred to another hospital and the right atrial lead was repositioned.